Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, combination of largest available femoral head and/or thinnest available acetabular liner was used. The shelf age of the polyethylene at implantation could not be determined as no information regarding the serial number was provided. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices.

Event description:
As reported, approximately ten years post initial right tha, the female patient was brought back for right hip pain. X rays suggested osteolysis. The femur was dislocated. The femoral head removed. Stem checked and found to be well fixed. Attention turned to cup. Liner was removed with the help of a bone screw and chisel. Cup checked and found to be loose. Cup was removed. 20cc optecure was implanted and reverse reamed for compaction. A 52 mm competitor's cup with dual mobility was implanted with a 28+7 head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to patient kept implants. No other patient information/medical history reported.

Manufacturer narrative:
Concomitant products - g1 neutral gxl 32mm liner. Additional information, including the product investigation, will be submitted within 30 days of receipt.